Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 31. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.